Event description:
The customer states that cards are coming to the service rack with unexpected volume errors. The customer is reporting results from cards that were having volume concern issues. Incorrect dispense of fluid can lead to variation in antigen / antibody ratio and erroneous test results. The customer indicated that the provue did post error messages. The customer continued reporting the results, which could have lead to possible transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer replaced the wash station and adjusted the camera. Repairs have returned this instrument to expected operation. The customer has not logged any other similar complaints since this issue. (B) (4).